Manufacturer narrative:
The complaint is confirmed, the device was returned with a fractured hub, the jaws are intact, the hub fractured under the heat shrink, the heat shrink was removed to view the hub, when placed together all parts are accounted for, failure such as these have been attributed to excessive force or torque being applied to the device. Not manufacturing related. We will continue to monitor the data base for further occurrences.

Event description:
It was reported that during a surgical procedure while this device was in use by the surgeon the jaws stopped working. The surgeon reverted to his usual method to complete the procedure, no patient harm was reported.